Event description:
A ventilator was evaluated by a third party field service engineer. There was no harm or injury reported. During the evaluation of the device by the third party field service engineer, a service required code was found in the ventilator's downloaded error log. The device's system board and machine flow sensor were replaced to address the issue.